Event description:
On 08/21/2009, the lay-user/pt contacted lifescan alleging that a one touch ultra2 meter would not power on. The medical surveillance specialist (mss) spoke to the pt on 08/31/2009, and was able to obtain/verify limited info. The pt tests her blood glucose 3 times a day. She manages her diabetes with metformin and only takes it if her blood glucose level is high. The pt indicated that the alleged power issue started on an unspecified date/time four months prior. The pt informed the mss that her meter was not powering on, the device was not coded correctly, and she was inserting her test strips backwards. As a result of the alleged issues, the pt claimed that she was hospitalized and received insulin treatment on an unspecified date/time in the following month. In one case, the pt stated that she was hospitalized due to an anomaly with an EKG. In another case, the pt stated that she was hospitalized for a sleep study. However, she mentioned that during one of the visits, her blood glucose was tested on an unidentified device and a result of "168 mg/dl" was obtained. The pt claimed that she was treated with insulin (unk type/dosage). The pt stated that during the time of concern, she had symptoms where her mood was down. It would have been helpful to know the following info: if the pt was able to test her blood glucose before each hospital visit, what her last meter readings were before each visit, what date(s)/time(s) her last meter readings were obtained prior to each visit, and what actions the pt took before each visit. In addition, it would have been helpful to know the dates/times of each hospital visit, if she was symptomatic before and during each hospital visit, what dates/times each alleged issue began, and what actions the pt took in response to the alleged meter issue(s). The alleged power issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she received insulin treatment and was hospitalized as a result of the alleged meter issue(s).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.